Event description:
It was reported that the vns patient was having problems breathing that worsened during sleep. Endoscopy showed that the left vocal cord was not mobilizing compared to that of the right vocal cord. The medical professional was unable to determine if there was a partial loss of movement or complete paralysis of the left vocal cord. The device was subsequently disabled to determine if the issues were occurring with device stimulation on-times. The physician's office was unable to determine whether the patient had a history of sleep apnea or dyspnea and was not aware of any medication changes that could contribute to either the reported events. No further relevant information has ben received to date.

Event description:
A review of the programming history on the patient's generator was performed to determine if it contained relevant information on programming changes preceding the events previously reported. It was noted that three sessions on (B)(6) 2015 appeared to attempt higher programmed current settings, but was eventually left at the originally interrogated settings of 1.75 ma normal mode current. Device diagnostics on this date were within normal limits. The outcome of this attempt is not known. Attempts for additional relevant information have been unsuccessful to date.